Manufacturer narrative:
The customer's biomed confirmed that the iabp did not need repair and is back in service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "iab disconnected" appeared and the tubing was still connected. The patient was placed on a second pump, and several days later the same message appeared. The patient remained on the second pump without alarms. No patient harm, serious injury or adverse event was reported. This report is for the first iabp. The second iabp and the iab catheter are reported separately.

Manufacturer narrative:
After further investigation, it was identified that this complaint event (tw#(B)(4)) has been reported already under mfg report number 2249723-2021-00448. Please refer to mfg report number 2249723-2021-00448 for all information for this complaint event.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "iab disconnected" appeared and the tubing was still connected. The patient was placed on a second pump, and several days later the same message appeared. The patient remained on the second pump without alarms. No patient harm, serious injury or adverse event was reported. This report is for the first iabp. The second iabp and the iab catheter are reported separately.